Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reported since implant they have had a lot of incontinence, when they step they peed, they have to use catheters, they leak but when they try to pee nothing comes out, they wear a pad to bed and a pad during the day. Patient said they made the manufacturing representative, aware of the issue 6- 8 months ago and rep and the other rep have helped them change the program but was told to call agent to learn how to make an adjustment on their own. Reviewed device/therapy optimization information, control equipment general use and function and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and interstim information. Redirected to their doctor. Pt said they have moved and will start seeing a urologist where they are now but did not know the new hcp's name. During the call pt was successful to synch with their ins and increase confirming comfortable sensation in their bike seat region. Recommended pt monitor their symptoms, offered and emailed quick guide and symptom diary.

Event description:
Additional information was received from the patient and the healthcare provider (hcp). Patient stated when they got up in the morning, urine ran down their leg. Patient said they leaked during the day and they had to change their pads. Patient also stated their pad was drenched at night. Patient expressed frustration that they had to make adjustments and that ins was not working. Patient services reviewed therapy adjustment options with patient. When patient connected to ins they got a message that therapy had been turned off. Patient services reviewed what happens when programs are changed. Patient increased stimulation to a comfortable level. Patient will maintain stimulation and monitor symptoms. Patient stated they still have not seen new hcp. Again directed patient to follow up with hcp regarding symptoms. Patient called back on (B)(6) 2024 and followed up regarding their lack of symptom relief. Patient stated that they were unknowingly wetting themselves throughout daily activities. Patient stated "I can't live like this, I am about ready to cut this thing out of myself." Patient asked for specific settings that will give them desired symptom relief. Agent reviewed general expectations on the product, and that every patient has different experiences. Patient independently switched programs on the call, and will monitor symptoms moving forward.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.